Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa pvi procedure with the non-abbott system (farapulse by boston scientific), the valve of the sheath was leaking blood. The sheath was prepped and the dilator was inserted. The non-abbott wire (versacross by boston scientific) was used to obtain transseptal access. Upon removing the dilator and wire, it was observed that the valve of the sheath was bleeding back without providing hemostasis. The sheath was then exchanged over a wire for a new one which resolved the issue. The procedure was completed with no patient consequences.